Event description:
It was reported that prior to an unk procedure, the device could not be opened. Another device was used to complete the procedure. There were no adverse consequences for the patient. No further info is available.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.